Event description:
Patient reports the black ring on the handheld mouth piece has come out and won't go back in. Patient needs a replacement. No adverse events or product complaints reported. No further information provided. Diagnosis for use: chronic obstructive pulmonary disease.